Manufacturer narrative:
(B)(4) the complaint pt101 airvo humidifier was not returned to fph (B)(4) for inspection. The hospital continues to use the airvo as if there is not fault with it. Further information was sought from the hospital but was not provided. Our analysis is therefore based on the description of events provided by the hospital. The hospital had reported that the patient desaturated as a result of the airvo becoming "disconnected." They did not confirm how the unit came to be disconnected or why it was not reconnected. In the event of an interruption in power supply, the airvo will restart immediately if power is restored within 60 seconds. The airvo is a humidifier with an integrated flow generator, designed for hospital use. Our user instructions that accompany the airvo humidifier state that the "airvo is for the treatment of patients spontaneously breathing who would benefit from receiving high-flow, warmed and humidified respiratory gases." They also state: "the unit is not intended for life support." With regard to patients at risk of desaturating, the user instructions also contain the following warning: "continual pulse oximetry is recommended for patients who would desaturate significantly in the event of disruption to their oxygen supply." As part of our ongoing improvement initiatives, fisher & paykel is currently implementing a 'power fail alarm' on the airvo, and this upgrade is intended to be released mid 2012.

Event description:
A hospital in (B)(6) reported that while using a pt101 airvo humidifier, the unit became disconnected from power and the patient became hypoxic. The patient made a full recovery.

Event description:
A hospital in (B)(6) reported that while using a pt101 airvo humidifier, the unit became disconnected from power and the patient became hypoxic. The patient made a full recovery.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information about this incident. We will provide a follow up report upon completion of our investigation.